Manufacturer narrative:
(B)(4). The customer complaint of check valve failure could not be confirmed due to the product was not returned for failure investigation. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported check valve failure with fluid visualized going from secondary bag into primary bag even though the head height differential was correct. The patient was receiving methotrexate chemo. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.